Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Also found the sensor with a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was partially out of her body. Customer was not sure if the cannula was inside her body or had broken off. Customer reported the sensors had been giving errors. Customer's blood glucose was 49 mg/dl. Customer treated her low blood glucose with food. Customer mentioned she had three sensors with a sensor error. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.